Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the tissue pad was worn and partly peeled off. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the tissue pad was damaged (melted) during laparoscopic appendectomy, the intended procedure was completed with another device. There was no report of patient injury associated with the event.

Manufacturer narrative:
This is a supplemental report to provide additional information. The device history record for the lot indicated no anomaly with the event-related items below. [Inspection] ultrasonic output. [Inspection] appearance. From the survey results of the actual product and past cases, it is estimated that the peeling of the tissue pad was caused by the following causes. Ultrasonic energy was delivered with no tissue present between the closed grasping section and the distal end of probe. We presume that the tissue pad was worn away and a part of the tissue pad was peeled away due to this caused. The above device handling has warned in the instruction manual.